Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, motion sensor test failure and motor position encoder error. The customer¿s blood glucose level was 325 mg/dl at the time of the incident. The customer stated that they had received motor error and motor position encoder error. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, seat and rewind and basic occlusion test. Device was unable to prime during prime test due to faulty force sensor resistor (gold). Unable to perform excessive no delivery test and occlusion test due to motor error alarm. Motor tested outside the device and passed.